Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the intra-aortic balloon pump ((B)(4)) was returned from another hospital to be checked. When this hospital checked the "battery operation" on the returned pump, they noticed the pump stopped within 30 minutes. It used was the ac power, the pump worked without any problem. The battery was exchanged in (B)(6) 2009 (B)(4). The battery was returned to arrow (B)(4).